Event description:
It was reported that a patient was implanted with a prodisc c device at level c4-5 in 2009. The implant was removed on (B)(6) 2023 and revised to a 3-level acdf. The removal was completed due to general instability at the level; x-ray images were not provided.

Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c device at level c4-5 in 2009. The implant was removed by dr. (B)(6) on (B)(6) 2023 and revised to a 3-level acdf. The removal was completed due to general instability at the level; x-ray images were not provided. A DHR review could not be completed as part number and lot number were not provided and could not be determined. Complaint trending found that the rate of complaints was within the level defined in the risk documentation. A review of the risk assessment found that the harm associated with the complaint is identified and mitigated to a level where the benefits outweigh the risks. The implant was returned to exponent and will be evaluated under their standard prodisc c device evaluation protocol, report number (B)(4). The pdc removal was completed due to general instability at the level. The submission is 1 of 1 devices involved in this event.